Event description:
The customer reported that the right side panel has a large tear in the canopy. They also reported that it seemed like a patient cut through the mesh and made a hole in the panel. No patient injury was reported.

Manufacturer narrative:
(Other) - product has been requested but has not been received.